Manufacturer narrative:
The product was returned for investigation. As a result of the investigation, slight damage was observed on the tip; however, no abnormalities were found that would affect lesion crossability. The reported event may have been caused by the patient's lesion characteristics; however, the exact cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned herein are defective. Although no complications have been reported, this event is being reported conservatively, as balloon engagement with the lesion when the balloon could not cross the lesion could potentially cause embolism.

Manufacturer narrative:
Device evaluation is not completed yet. Therefore, we did not determine that cause of this event. This is an initial report, investigation result will be described in a follow-up report.

Event description:
It was reported that the balloon could not pass the lesion. The balloon tried to deliver to a calcified lesion with 70% stenosis in mid lcx. The balloon was unable to pass through the lesion, so use of the product was discontinued. Then the balloon was replaced and operation was continued. No complications were reported.